Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a power surge, the prongs of the transmitter appeared to be charred. The unit would be returned and replaced. No additional information was available.